Event description:
While transporting patient to cta (computed tomography angiography) this morning, the iabp (intra-aortic balloon pump) ran completely out of battery power prior to arriving to CT. Upon un-plugging iabp from ac power, battery meter showed full. Upon arrival to CT and plugging console back into ac power, iabp worked without any issues. Prior to being able to exchange iabp, orders for stat or for thrombectomy were received. Power issue communicated with or staff. This writer transport iabp and remained with it through case at time of this event report. Upon arrival in or room iabp immediately connected to ac power.